Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during fill 2 of 5. The caregiver (cg) stated the heater line became disconnected from the heater bag. The baxter technical service representative (tsr) had the cg clamp the heater line and cycle power to se 2367. The tsr then had the cg cycle power to press go to start and had the cg disconnect the hp and remove the cassette. The tsr explained the alarm and assisted the cg to clear the alarms. They advised them to contact the nurse. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the problem was confirmed. The root cause was undetermined. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.